Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf, after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: h6 (patient codes): "e2403 - no clinical signs, symptoms or conditions" was corrected to "e0602 - cardiac arrest".

Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf, after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported. This correction report is being submitted as the complaint is no longer considered a serious injury and/or life-threatening case report, even though the "9041: cardiac arrest" code is now included. The case information indicates the conversion failure contributed to the cardiac arrest. However, the device appropriately delivered therapy and the arrhythmia was not properly converted due to the patient requirement of higher defibrillation thresholds. Thus, this ICD system was explanted due to a patient condition, and not a product performance issue. The system worked as intended.

Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf, after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This rv lead was returned for analysis and no additional adverse patient effects were reported. This correction report is being submitted as the complaint is no longer considered a serious injury and/or life-threatening case report, even though the "9041: cardiac arrest" code is now included. The case information indicates the conversion failure contributed to the cardiac arrest. However, the device appropriately delivered therapy and the arrhythmia was not properly converted due to the patient requirement of higher defibrillation thresholds. Thus, this ICD system was explanted due to a patient condition, and not a product performance issue. The system worked as intended.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrected field: - h6 (patient codes): "e2403 - no clinical signs, symptoms or conditions" was corrected to "e0602 - cardiac arrest" this correction report is being submitted as the complaint is no longer considered a serious injury and/or life-threatening case report, even though the "9041: cardiac arrest" code is now included. The case information indicates the conversion failure contributed to the cardiac arrest. However, the device appropriately delivered therapy and the arrhythmia was not properly converted due to the patient requirement of higher defibrillation thresholds. Thus, this ICD system was explanted due to a patient condition, and not a product performance issue. The system worked as intended. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and the results were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.